Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5088470 that a female patient underwent a breast surgery with a mentor smooth round high profile 290cc and unspecified saline mentor breast implant and experienced autoimmune disorder and psychiatric disorder : ¿hair loss, premature aging, joint and muscle pain, brain fog, teeth and tongue problems, severe depression, rashes, lymph nodes tender and swollen, open sores, trouble breathing, anxiety, high blood pressure, acne, memory loss, dry skin, ear infections, weak immune system, severe stomach pain, weight loss, temperature sensitivity, sweating, body odor, difficulty swallowing, persistent cough, chronic fatigue, fibromyalgia symptoms, back pain, neck shoulder pain , suicidal thoughts¿. The corresponding sides are unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.